Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that when the stimulation was on it helped with the pain but they were unable to make adjustments and the device shocked them. The patient stated they were in pain for a week or two after it shocked them. The controller was stuck on the main screen. The patient was directed to meet with a manufacturer representative and their doctor for troubleshooting. It was noted that the controller was not charged which would be needed for troubleshooting. Further information received from the representative reported that the intensity was too high and the controller wouldn¿t let the patient turn the amplitude down. The patient was unable to turn stimulation off and the controller kept freezing. The representative noted that the bluetooth range was very poor and intermittent and charging was poor as they had to have pressure to work intermittently. A replacement was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller was not working. The patient said she was not able to adjust the stimulation with the controller. The patient said the controller was not working like her prior controller. The controller was able to pair with the ins. The patient said she let the ins "un-charge itself" and then she was able to turn the implant on/off. The patient said the controller would not adjust the stimulation. The patient said the ins was depleted and the controller didn't have much battery life. The controller showed the charge implant screen. The patient was going to call back for troubleshooting after charging the devices. The patient said the issue began in (B)(6) 2019. The patient also reported the implant was causing pain that would run down and send shock waves to ger body and lower back. The patient said she has more pain when the ins battery level is low. The patient said the issue was with the controller and it started in (B)(6) 2019. No further complications were reported.